Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited lead fracture at the patient's collarbone. The lead was in two pieces where there were two spots noted showing a right angle. There was no further information provided. This lv lead remains in service. No adverse patient effects were reported.